Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant medical products: dtba1q1 crtd, implanted: b)(6 2016; 407652 lead,implanted: (b)(6 2009, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising and high thresholds, and no capture. It was also reported the patient experienced worsening heart failure symptoms. It was suspected the lv lead had microdislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.